Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(4) of peritonitis in a patient, coincident with dianeal unknown therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis, which did not require hospitalization. The cause of the peritonitis was unknown. The peritonitis was resolving. It was not reported if remedial treatment was rendered. Dianeal therapy was ongoing. The nurse stated that the peritonitis was not related to the dianeal solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.